Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported hemolysis and gi bleeding could not be determined through this evaluation. The instructions for use lists hemolysis and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received: it was reported that the patient continues with signs of hemolysis including a lactate dehydrogenase (ldh) level of 2240 u/l on (B)(6) 2014. The patient was taken to the operating room for a potential pump exchange; however, upon changing out the foley catheter the patient's symptoms resolved and an exchange did not occur. The documented relationship of the events to the left ventricular assist device or device therapy was reported as "possibly related."

Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that the patient had elevated lactate dehydrogenase (ldh) since implant on (B)(6) 2014. On (B)(6) 2014, ldh was 681 u/l and plasma free hemoglobin was 23 g/dl. The patient was started on argatroban. From (B)(6) 2014, the patient's ldh was in the 800's. A ramp study was performed on an unspecified date. Ejection fraction (ef) of 15% was noted and the aortic valve didn't close until a speed of 11,400 rpm was reached. On (B)(6) 2014, the patient's ldh and power remained elevated. On (B)(6) 2014, ldh continued to rise and the patient was placed on heparin while argatroban was discontinued. On (B)(6) 2014, the patient developed dark colored urine. Ldh remained elevated until (B)(6) 2014, when heparin was discontinued and urine looked more clear. The patient's speed was reduced. The patient was up ambulating. The physician suspected an ingestion issue from the left atrium as the patient experienced a similar scenario with their original pump.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2014, the patient had complications of gi bleeding and a slow drop in hematocrit requiring a blood transfusion with an elevated lactate dehydrogenase level. The patient was transfused with 2 units of packed red blood cells. The event reportedly resolved on (B)(6) 2014. It was reported that on (B)(6) 2014, the hospital staff had to keep the patient's inr's on the higher side due to the patient's high lactate dehydrogenase level. The patient was transfused with 2 units of packed red blood cells. The event reportedly resolved on (B)(6) 2014.